Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that there was one (1) similar complaint reported for the same serial number and reported failure mode. The historical data was analyzed and escalation was not required for the reported failure mode and serial number. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Run rule was triggered for the month of march. The trigger was addressed.

Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse checked the autofill status after restarting and confirmed the failure. Code 4ed appeared and the safety disk failed the leak test. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer replaced the spare part safety disk by themselves. The iabp unit was returned and cleared for clinical use.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.